Manufacturer narrative:
The reported field event of a low battery voltage was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion could not be determined.

Event description:
It was reported that during a follow up low battery voltage was observed. Device malfunction was suspected. The device was explanted due to anticoagulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.